Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was born with a hole in her hear that had to be repaired. The patient stated that they put in lead wires and a dual chambered temporary/external pacemaker so they were doing an EKG, but were having difficulty determining the results of the pacemaker and EKG because the heart rate was showing high. The patient mentioned that they thought the results were being affected by the ins. The patient also noted that they have not determined yet if the patient needed a pacemaker. The patient synced with the ins over the phone and reported that the ins was on. The patient confirmed that she turned the ins off and was feeling lightheaded. The patient reported that she was in the hospital and called for a nurse who came and took the patient's blood pressure. The patient stated she had immediately had a panic attack and her heart rate went high. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.